Event description:
Information received by medtronic indicated that the customer reported problem with air bubbles. Their blood glucose was spiking. Customer changed the set three times. Customer declined troubleshooting. No further information provided. No harm requiring medical intervention was reported. No device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.